Event description:
During cardiac catheterization procedure lost hemodynamic pressure tracing post lv angio injection. Staff replaced the avanta single patient disposable set to restore the arterial tracing. No injury to patient.tubing returned to manufacturer. No apparent harm to the patient.